Event description:
According to the reporter, during laparotomy pancreaticoduodenectomy, after firing the pancreatic parenchyma, it fired at normal speed on the first 1cm, then it was set manually to slow mode and fired at every 1cm. After completing the firing when the knife was returning, it stopped halfway. It did not respond when the open jaw button was pressed again. The surgery time was extended by 30 minutes or more. To resolve the issue, both sides of the green button were pressed for 10 seconds, attempting to restart, and the jaws were opened. There was no patient injury.

Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (sn:unknown) sigpshell, sig power sigpshell control shell (lot#unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that it was difficult to retract the knife blade and the instrument locked on tissue. The reported issues were not confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.